Manufacturer narrative:
Additional information received indicated that the patient will no longer undergo an ipg replacement. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information received indicated that the patient underwent an ipg replacement procedure. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was having to charge more frequently. A database analysis indicated that the ipg was prematurely depleting. The physician has recommended a revision.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of frequent charging was confirmed. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible. The ipg passed all other functional tests.

Event description:
A report was received that the patient was having to charge more frequently. A database analysis indicated that the ipg was prematurely depleting. The physician has recommended a revision.

Event description:
A report was received that the patient was having to charge more frequently. A database analysis indicated that the ipg was prematurely depleting. The physician has recommended a revision.

Event description:
A report was received that the patient was having to charge more frequently. A database analysis indicated that the ipg was prematurely depleting. The physician has recommended a revision.